Event description:
Caller reports concern regarding sterility of scopes. Scopes were cultured and came up positive for bacteria, including e. Coli and diptheroids. Caller spoke to steris and was told to have connections replaced, recultured and scopes still positive for bacteria. Caller also concerned that literature from olympus and several organizations [ie apic] does not recommend routine culturing of scopes and rationale for this is unclear.